Event description:
Information was received indicating that a smiths cadd-legacy® 1 sometimes displays a high-pressure alarm or a no tubing alarm. The patient has been disconnecting the cassette and reconnecting it to resolve the issue and to continue the life sustaining infusion. There was no reported injury to the patient.